Manufacturer narrative:
(B)(4). It was later confirmed by a 3rd party biomedical engineer that both the customer's device and the quik-combo therapy cable used during the event were evaluated and that the reported issue could not be duplicated. After observing proper device operation through functional and performance testing both the device and therapy cable were returned to the customer for use. The device has not been returned to physio-control for evaluation. A review of the electronic patient record from the event indicated that the patient's impedance measured 639 ohms which was too high for the device to detect that the patient load was connected. This failure to detect the patient resulted in the device not being able to shock when prompted. The customer sent the quik combo therapy electrodes (part number 3010188-021, lot code 517010, use by date (B)(6) 2017) that were used during the incident to physio-control for examination. Physio examined the electrodes but was unable to duplicate the reported issue. The electrodes tested at 12.2 ohms. X-rays were taken of both the gel portion of the electrode, as well as the wire and connector, and no discrepancies were observed. The cause of the reported issue could not be determined.

Event description:
The customer, a firefighter, contacted physio-control to report that during a recent event involving a male patient, their device would not shock when prompted. Concurrently an ambulance service was on scene with a backup device which was then used to successfully shock the patient. The customer advised that the backup device was used with only a minimal delay in care to the patient. No further details about the patient or the event were available. The status of the patient is unknown.